Event description:
It was reported that when a merlin.net transmission was received with episodes of nonsustained lead noise. The noise was reproduced in clinic. The lead was capped and replaced.

Manufacturer narrative:
.